Event description:
Information received via a healthcare professional from a clinical study reported diagnostic methods included the patient reporting (B)(6) 2014 and laboratory testing that occurred the same day, which had normal results. Etiology was reported as surgery/anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0mwrz, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that there was a possible infection adjacent to the generator implant site on right chest which was noticed on (B)(6) 2014. The chest incision was reddened and edematous along with a fine bollus rash over the superior area close to her shoulder. The patient was administered medications in the form of antibiotics, cephalexin regimen and topical steroid cream. It was resolved without sequelae as of (B)(6) 2015. The cephalexin regiment was not completed. The patient's indication for use is parkinson's dual and movement disorders.